Manufacturer narrative:
UDI -- (B)(4). Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted. This event is associated with a previous complaint. Refer to MDR 1226348-2018-10898 for information regarding this event.

Event description:
It was reported from biomarin, after 6 weeks a rickham valve was removed due to infection.

Manufacturer narrative:
Multiple attempts to obtain additional information were not successful. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.